Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with iphone se with ios operating system version 13. The customer "does not receive notifications" and experienced hypoglycemia. The customer was given sugar for treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified application issue was reported with the adc device in use with samsung a 23 5 g with operating system version 13 and app version 2.10.1.10.406. The customer "does not receive notifications" and experienced hypoglycemia. The customer was given sugar for treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported not receiving notifications. Attempted to replicate the user¿s complaint using similar configuration of google pixel 2 xl, android 11, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.